Event description:
Dr. Indicated malfunction with the iunihg screw. He stated that it does not tighten and it keeps loosening. He eventually had to replace the screw with another one.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection with a mating restoration. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates continuous screw loosening. The alleged event is non-verifiable with the information provided. The root cause for the complaint could not be determined. UDI: (B)(4).

Manufacturer narrative:
The following sections were updated: date of this report, date received by manufacturer, follow-up number, follow up type, additional narrative.